Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. No pump error 23 noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. The customer's blood glucose value was unknown. Customer reported that insulin pump was under delivering insulin and it had suspended basal during 8 hours next day in less than 24 hours insulin pump showed reservoir didn't have insulin when reservoir was full and as well as insulin pump started to rewind by itself. Customer reported they were unable to clear the alarm. Customer was unable to rewind the insulin pump. The device will be returned for analysis.